Manufacturer narrative:
The customer returned the contour next link 2.4 meter and contour next test strips for evaluation. The lot number and the expiry date of the test strips is unknown as the test strips were returned in a non-ascensia test strip vial and the label of the vial was removed. The returned meter was tested with the returned test strips, which gave erratic and out of range readings. The returned meter was also tested with the in-house contour next test strips from lot # 9gpeg09a, which gave a satisfactory performance. The returned test strips were examined under the microscope, which showed that 12 of 20 test strips were deteriorated. Additionally, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found. As per the contour next link 2.4 user guide "always keep the contour next test strips in their original bottle. Tightly close the bottle immediately after removing a test strip. The bottle is designed to keep the test strips dry. Avoid exposing meter and test strips to excessive humidity, heat, cold, dust, and dirt. Exposure to room humidity from leaving the bottle open or not storing the strips in their original bottle can damage your test strips. This could lead to inaccurate results. Do not use a test strip that appears damaged or has been used." The cause for this event has been determined to be incorrect test strip storage by the customer.

Manufacturer narrative:
No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
A health care professional from (B)(6) reported that the customer obtained an inaccurate blood glucose reading while using the contour next link 2.4 meter. No specific reading was provided. The customer took additional insulin based on the inaccurate reading. The following morning, the customer experienced symptoms of hypoglycemia such as confusion. At this time, blood glucose testing was performed with the customer's contour next link 2.4 meter and readings of 4.4 mmol/l and 4.2 mmol/l were obtained. However, since the customer was feeling hypoglycemic, an ambulance was called. Upon the arrival of the ambulance, blood glucose testing was performed with their meter and a reading of 1.1 mmol/l was obtained. The customer was given an intravenous glucose infusion and was taken to the hospital. When the customer arrived at the hospital, her blood glucose reading was approximately 3 mmol/l. The customer was in the hospital for half a day whilst receiving the glucose infusion. While in the hospital, a comparison of blood glucose tests was performed between the contour next link 2.4 meter, the hospital meter and a back-up meter (unknown brand). The reading on the contour next link 2.4 meter was 2-3 mmol/l higher compared to that obtained on the hospital's meter and the back-up meter. Additionally, a comparison was also performed using the contour next link 2.4 meter with test strips from same lot but a different vial, which was 1-2 mmol/l higher compared to the back-up meter. The customer recovered well after the treatment. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.